Event description:
It was reported that the white dc motor adapter on the device is broken. The pt developed a hematoma as a result of being unable to initiate vacuum in the site once the adapter broke. After applying pressure the pt was ok.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Date sent: 07/17/2007.